Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the IV tubing of a basic solution set was crimped. The set was "not working well in an unknown neuro-pack". It was unknown during which process step this malfunction had occurred. Therefore it is unknown if there was patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.